Event description:
It was reported that on (B)(6) 2017, a 23mm trifecta gt valve was successfully implanted in a patient. On (B)(6) 2025, it's noted that the patient was experiencing heart failure. The decision was made to explant the 23mm trifecta valve due to severe aortic stenosis and structural valve deterioration. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a.

Manufacturer narrative:
Explant about eight years post-procedure due to aortic valve stenosis and heart failure was reported. The device was returned to abbott for investigation and found one cusp to contain tears. All three cusps were noted to be calcified and had fibrous thickening. There was fibrous pannus ingrowth noted in the sewing cuff. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met specifications. The cause of the reported aortic valve stenosis appears to be related to the patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted explanting the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.